Event description:
On (B)(6) 2012, it was reported that this vns patient had high impedance and would be referred to the surgeon for revision. The device was disabled. Attempts for additional information have been unsuccessful. Surgery is likely but has not occurred.

Event description:
Additional information was received on (B)(6) 2012 that no x-rays were taken or would be submitted for review. No patient manipulation or trauma was known to precede the high impedance. No diagnostic results were available, but diagnostics would be performed after surgery. Surgery is likely but has not taken place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, this vns patient underwent prophylactic generator revision. The lead was not damaged, but the pin was not inserted completely. The explanted generator was returned on (B)(6) 2012 and is currently undergoing product analysis.

Manufacturer narrative:
Review of programming history/decoder data event date, corrected data: review of programming history showed that the high impedance was the result of incomplete pin insertion at the time of implant. This alters the event date to the date of implant. This report is being submitted to correct this field.

Event description:
Generator product analysis was approved on (B)(6) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results and diagnostic test demonstrated that the pulse generator was operating within specification. The battery voltage was 2.958 volts, (not at ifi, neos, or eos). A cause of the eos condition was not determined; programming history was requested to review the data to determine if the eos condition occurred at the time of the explant; however, attempts for additional information have been unsuccessful. Visual examination of the generator did not reveal any burn marks on the can which would indicate the use of electro-cautery. The reported pin not fully inserted was not duplicated in the pa lab. A model 304 test lead was inserted into the header cavity with no difficulties.

Manufacturer narrative:
Date received by manufacturer, corrected data: previously submitted MDR (supplemental MDR #4) inadvertently omitted this field and should have indicated (B)(4) 2013. The information for supplemental MDR #4 was received on (B)(4) 2013. This report is being submitted to correct this field.

Event description:
Review of decoder data shows that high impedance was seen throughout programming history. Impedance at the time of implant was within normal limits; however, future interrogations and programming events showed high impedance. Programming history shows that the patient's device was not at an end-of-service condition upon interrogation on (B)(6) 2012. The device was not disabled. The "pulse disabled" condition noted during product analysis is likely the result of electrocautery used during generator explant.